Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's dad reported via phone call that customer experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl. The customer was treated with carb intake. Troubleshooting was not done for low blood glucose level. The insulin pump will not be returned for analysis and sensor will be returned for analysis.